Event description:
Overhead tube support couterweight spring failed causing tube to fall downward. Co has recently become aware of an event which the company considers being a potential reportable product problem.